Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scrub nurse noted while setting up the case that a piece of metal was missing from the acetabular grater. The item was removed from the set and replaced with a like item. The piece was metal was not in the set and it was removed from the set before the pt came in to the room.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. However, a review of the provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.